Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer managed to change the supplies and resume insulin deliveries, and technical support decided to send replacement supplies.